Event description:
Customer reported that the insulin pump's display was cracked due to being dropped. Customer reported that the left side of the screen was no longer legible due to the crack. Customer also reported that the ink inside the display had leaked out. Blood glucose level was 121 mg/dl at the time of the call. No further information was provided.

Manufacturer narrative:
Pump received with cracked and bleeding lcd glass. Unable to perform displacement test due to lcd damage. Pump received with cracked reservoir tube lip, cracked battery tube threads, minor scratched lcd window, scratched reservoir tube window and stained end cap sticker. (B)(4).